Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with right ventricular lead noise oversensing causing inappropriate atp. It is unknown if the patient was symptomatic due to the event. Programming changes were discussed. No intervention was reported. The patient was stable.